Event description:
Reporter stated that pt measured blood glucose, on the compact system, with back-to-back results of 17.4 mmol/l and 3.2 mmol/l. Pt reportedly performed additional back-to-back tests, using the compact system, with results of 17.2 mmol/l, 5.1 mmol/l, and 1.0 mmol/l. Pt did not modify therapy based on these values. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.